Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the rover. The service technician discovered that the internal power distribution board assembly was damaged and the smoke originated from a shorted out component on the board assembly. The assembly was replaced and the rover was returned to use.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the rover began smoking. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.